Manufacturer narrative:
(B)(4). The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device was running at 58,761 rotations per minute (rpms) which was below the operational specification (75,000 rpm). It was further determined that the device also had a decibel reading of 75.1db at 90 psi which exceeded the operational specifications (75db). It was observed that the vanes were worn out causing the low rpm. It was further determined that the device lacked lubrication, which cause the device to exceed the decibel specifications. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out motor components from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the rotations per minute (rpms) was below specifications on the motor device. It was further reported that the decibels were above specifications. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.